Event description:
Medical affairs was unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, this case is being reported as a meter malfunction. Pt called alleging that meter reads inaccurately low. Pt did not experience any symptoms of low blood sugar. Pt obtained a blood sugar of 21mg/dl. Pt ate food and/or drank a beverage. Pt retested their blood sugar and obtained a reading of lo. No info on the time difference of when the second test was taken. Pt contacted their md for medical advice. Pt received some sort of treatment; however, no info on what kind of treatment was provided. Medical affairs is reporting this as a product malfunction, since pt had low blood sugar readings without experiencing any symptoms. These readings are considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value.